Event description:
The following info was alleged via maude event report submitted by pt: pt was implanted with a bard flat mesh during a repair of bladder, vaginal and rectal prolapse repair procedure. The pt alleges since the time of the implant, the pt is reporting she has experienced alleged nerve pain, pain in her pelvic, back, thigh, calf and feet, dysuria, vaginal skin discoloration and itching.

Manufacturer narrative:
We have contacted the pt to request add'l info; however, the pt indicated a lawsuit is pending and no further info will be provided at this time. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt alleged she underwent repair of bladder, vaginal and rectal prolapse where a bard flat mesh was implanted, on an unspecified date. Medical records have not been provided at this time, therefore the method of suturing or fixation of the bard flat mesh is unclear. Product identifiers have not been provided and it appears the mesh remains implanted. Additionally, pt comorbidities and the pt's current course of treatment have not been provided. With the currently available info, no add'l conclusion can be drawn.